Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range shock impedance measurements (greater than 150 ohms) were transmitted to hmsc on (B)(6) 2021. Postural and isometric testing in office did not reproduce out of range measurements or noise. Lead to be monitored and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.